Event description:
The patient reported that recently, he has been receiving e7 (occlusion) error messages on his insulin device. He said, when he pulls out the infusion headset, the cannula is kinked. He stated, he feels pain at his site and the site is reddish and appears to have a lump under the skin. The pt said, he is using an insertion device to help him insert the headset. He stated, it is not specific to this lot of headsets, he has just noticed it occurring more often recently. He said his blood glucose levels have not been affected by this. The patient asked for info on other areas of his body that he could use as sites. The patient was educated on different site locations and sent a booklet on infusion site mgmt. The patient did not require assistance from a healthcare professional or second party to address the issue. The infusion set was not available for return.

Manufacturer narrative:
No product will be returned for evaluation.